Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - a visual and microscopic examination of the device found the device was returned with proximal stent damage. Strut row 1 at the proximal end of the stent was damaged. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. There were kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive tensile force having been applied to the shaft. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent was unable to cross the lesion. The lesion was located in a tortuous and calcified right coronary artery. A 2.75x38mm promus element stent was advanced to the lesion, but could not cross. A 2.75x20mm stent was implanted in the lesion. A 2.75x16mm promus element stent was unable to cross the previously implanted stent. The lesion was post dilated and the procedure was completed by implanting a 3.25x18mm non bsc stent. No patient complications occurred. Patient status is listed as stable. However, product analysis revealed stent damage. This complaint is only ous approved but it is similar to an approved us device.